Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed a pacemaker infection. The cause of the infection was unknown and it was unknown if the infection was device or procedure related. The device system was explanted. A new system was implanted on the right side of the patient. The procedure went well and the patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.